Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The force bipolar (fb) instrument was analyzed and found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Additionally, the instrument was found to have one severely bent grip causing misalignment of the grip-tips. There was a 1.36mm offset at the tips. The grips were not found to have cracking damage. Further inspection found a dislodged molded insulator due to the bent on the grip tip of the instrument. The instrument was found to have a segment of the conductor wire dislodged from the distal clevis. A loop of the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed the electrical continuity test. The instrument was found to have a broken life indicator. The housing was removed, and inspection found the life indicator broken at the disk, and the broken piece was not returned with the instrument. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument had exposed frayed wires. The procedure was completed with no patient information.